Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals, oversensing, high out of range impedance measurements and high pacing threshold measurements, so it was explanted. A new device was implanted. No additional adverse patient effects were reported. This product has not been returned for analysis.